Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the cgm reading was ¿low¿, but no specific value was reported. No specific symptoms were reported, but the patient was brought to the hospital. When a fingerstick was taken the blood glucose reading was 823 mg/dl. No specific treatment was reported, but the patient was admitted into the ICU. It is unknown how much time the patient spent at the hospital. There was no documentation of further medical evaluation or intervention. The current condition of the patient was unknown. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.